Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient experienced elevated blood glucose up to 353 mg/dl with feeling ill and moderate ketones related to a pump losing power. The reporter stated that the pump powered off from 1:18 am until 6:27 am today and the patient woke with a blood glucose of 353 mg/dl with moderate ketones. The patient was treated with a bolus from the pump and blood glucose levels decreased to 151 mg/dl, but the patient was still showing large ketones. Troubleshooting indicated that there was no visible damage to the pump, no stripped threads on the battery compartment or cap, no missing contacts or spring on the battery cap, and no corrosion in the battery compartment. The reporter confirmed that there was no o-ring when tightening cap down. The patient indicated that the battery cap was last replaced 9 months ago. Customer support advised the patient on replacing the battery cap every 6 months per the user guide instructions. This report is made based on the allegation that the patient experienced hyperglycemia related to an alleged pump power issue.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box recorded multiple unexplained power on resets. The rewind, load, and prime were performed with no loss of power. The pump was exercised for 24 hours on a one unit per hour basal program with no loss of power. There was no damage to the battery cap or battery compartment. The power circuits were investigated and there was no defect found. The flow test was within specifications. Unrelated to this complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.